Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) battery was "out for 3 weeks." The health care provider (hcp) reportedly told the patient that it could last until (B)(6), but it did not. The patient wanted to continue withthe therapy, but there was an issue with reimbursement with their insurance so an intervention was not planned or scheduled. Indications for use included urinary dysfunction and gastrointestinal pelvic floor.